Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation and peritonitis are known complications of a peg tube/j-tube placement.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was determined that the duodopa medication was not delivered to the intestines but to the abdominal cavity. The abdominal cavity was also inflamed. On an unknown date, about 80 cm. Of the large intestine was removed and a stoma was placed. The peg tube was then in the way of the stoma, and the peg-j tube was subsequently removed and duodopa medication discontinued. No additional information was available.